Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with intervertebral disc herniation; and underwent a surgery. Intra-op, a moving substance like dirt was noticed; and the procedure was affected because dust could be seen inside even though the scope was in focus. No patient complications were reported due to this event. When inspection was performed during repairing, something like black spot or dirt was observed near the front lens. The problem was not resolved even after the lens was cleaned, and it seemed to be inside the lens.

Manufacturer narrative:
H6: product analysis: an optical examination of returned instruments¿ optical lenses identified foreign material. After cleaning, an image was taken using the instruments. No fogging or darkness identified on the images taken utilizing the returned instruments. Associated documentation states the instrument must be entirely free of moisture prior to usage to avoid fogging during surgery. The above observations are consistent with inappropriate care and maintenance of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure performed was micro-endoscopic discectomy (med)/micro-endoscopic laminotomy (mel).